Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0nbgt, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported her first implanted had flipped and the wires got caught, so she had to have her implant replaced. She had full system replacement. She had noticed a change in her urination at the time she was having pain issues. She followed up with her healthcare provider and they had performed an x-ray which determined the issue with the implant. The ins flipped was noted. Patient stated she had been seeing a chiropractor and they had used a decompression table and other chiropractic procedures for her back. They did strap the belt over her buttocks so it was over her implant. It was also reported that her managing hcp had recommended her to stop seeing her chiropractor because they were manipulating her and he had done research and there was correlation to the decompression table affecting the system. She had recovered completely from the replacement surgery.

Manufacturer narrative:
(B)(4) applies to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-feb-06. The patient stated that the device flipped over and the wire was cut. The patient stated that the cause was not determined but a possible thought was the chiropractic care on the decompression table. The patient stated that their healthcare professional (hcp) removed the device and inserted a new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.